Event description:
It was reported that pump sometimes did not recognize new cartridge and displayed no insulin message even when cartridge was full. There was no reported impact to the customer¿s blood glucose level. Customer technical support attempted multiple follow-up calls, spoke with consent contact who asked customer to call back, left voicemail, and planned to extend follow-up date, and no additional information was received regarding the outcome of the event.